Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under exemption number e2005018.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the ot ultra2 meter read inaccurately low. These reports were received from various sources. The patient involved with this complaint was female and there is no age or weight data available.